Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided. Elevated bg levels were corrected with a bolus via the pump. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed pump supplies to address the issue.